Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas to report the audio tone on the insulin pump is not working. It was noted at the time of concern; the patient had symptoms of moderate thirst and urination. According to the patient, she did not receive any audio warning for a loss of prime. Her blood glucose reading went from 240 mg/dl to 270 mg/dl within a 2.5 hours time frame after her basal rate was increased by 60%. During the troubleshooting session, the pump warning was set to vibrate. The audio warning issue was not resolved with training. The subject insulin pump was replaced and requested back for investigation. This complaint is being reported due to the audio warning issue was not resolved. The patient¿s symptoms and blood glucose readings did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: during evaluation, several types of alarms were tested and all emitted the appropriate audible tones. The pump pasted an audio level test. The pump cover was removed and no defect was found internally. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Additionally, the pump was returned with a cracked battery compartment and the battery cap had stripped threads.